Event description:
It was reported the patient has noted an "electrical twinge" in his chest intermittently since "shortly after" device implant. The device remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.